Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it remains implanted in the patient. The device history records for all combinations of devices (sk12) intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be determined since the device was not returned as it remains implanted in the patient. The available information indicates upon reviewing radiographic images from a routine postoperative follow-up, it was observed that the dorsal biplanar plate broke. There has been no report of plans for a revision. Although a number of factors could have contributed to the breakage of the plate, it is likely the plate was subjected to excessive bending stresses due to a suspected non-union which lead to its breakage. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery on (B)(6) 2017, while reviewing radiographic images from a routine 4 month postoperative follow-up, the surgeon identified that the dorsal biplanar plate was broken. The device remains implanted with no revision scheduled at this time.